Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm, which was reproduced during testing. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was out of specification (high readings) with a fluid filled set loaded. The downstream sensor was replaced to correct this condition. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during therapy (medication, programmed amount and delivery rate unknown). The customer reported that "there was no patient harm when this error was found, however clinical staff tried pump on 2 different patients and the downstream occlusion alarm stopped them each time." Since two patient incidents were reported, this manufacturer report will address the event involving patient 1.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.